Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from the luer-lock connection. The customer's blood glucose level was reportedly elevated. The customer delivered multiple boluses. Reportedly, the customer changed the site to address the event.